Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The condition of the patient was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the patient was presented for a device change-out procedure. Upon interrogation, the rv lead exhibited noise over-sensing. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. Only the connector portion of the lead was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing were normal with no anomalies found with the exception of damage consistent with procedural damage.